Event description:
The bmw guide wire used as the delivery system for another co's stent that failed to deploy. The radiopaque tip of the guide wire dislodged in the right coronary artery. Surgery was required to remove the separated tip.